Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by cts in resetting the pump, which resolved the issue, and was advised to continue using the pump and to call back if the malfunction code recurs.